Manufacturer narrative:
The actual device was not available; however, photographs and a video were provided for evaluation. During visual inspection of the provided video, it was observed that the return line of the set was perforated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the ¿blue tube¿ of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.